Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings:a review of the black box and pump histories did not find any activity related to the complaint. The data from the time of the reported issue was unavailable for review due to continued pump use. Visual inspection revealed that the battery compartment and battery cap were intact. The pump powered on normally and did not draw excessive current. The pump was exercised for 24 hours with no issues occurring. The pump cover was removed and there were no internal defects found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature issue. It was reported that the pump was getting extremely hot and had to change cartridge and insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.